Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a year from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), and batch: 5011627 / 5075869.

Event description:
It was reported that the patient was experiencing severe pain and swelling at the ipg site. The physician determined that there was no evidence of current infection. The patient was prescribed antibiotics.